Event description:
It was reported that, patient has normal aches and pains. (B)(6) won't pay for diagnostic testing.

Manufacturer narrative:
A review of the device history records could not be performed as the device was not properly identified. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.